Event description:
Prior to use on (B)(6) 2011, it was reported the syringe graduations on the barrel says .5 and should be .05.

Manufacturer narrative:
Cadence acknowledges this report does not meet the thirty day reporting requirement. This was unintentional. This report is being filed after it was identified as non-compliant during internal review of our complaint files.